Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown. Concomitant medical products: item # unk, hip-unknown-heads-unk, lot # unk, item # unk, hip-unknown-liners-unk, lot # unk, item # unk, hip-unknown-stems-unk, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06787, 0001822565 - 2018 - 06785, 0001822565 - 2019 - 01751. Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported patient's hip was revised due to liner wear. Attempts have been made and additional information on the reported event is unavailable.